Event description:
Patient reported having an issue with one pump. After he turn it on it goes off in few seconds. Troubleshooting was done but didn't work. Patient is aware to program the pump when he receive it. Serial number was not reported at the time of the report patient had 2 pumps checked out to them serial # (B)(6). Patient did not specify which pump was having trouble. No further info available. Replacement sent.